Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. It was also reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.